Manufacturer narrative:
Concomitant medical products: dtmb1d1, crtd implanted :(B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection, confirmed with positive cultures of the pocket. Blood cultures were negative. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and the leads were capped. No further patient complications have been reported as a result of this event.